Event description:
Clinician reports the patient was in the office today and the rv lead was showing signs of failure- there was no capture at maximum outputs, impedance was 295 ohms and oversensing and undersensing was observed during evaluation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).